Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient had a previous underinfusion and cap study that revealed that the catheter was not patent. The patient underwent a catheter revision to correct (no dates or values were provided), not previously reported. A second revision is planned to correct the most recent report.

Event description:
On (B)(6) 2020 the patient was reported to have suffered a stroke and was hospitalized. The physician did not feel that the stroke was related to the pump or therapy. The issues with the patient have been attributed to the patient's need to be seated most of the time due to being without one leg. Since the stroke the patient underwent an MRI during which the procedure for pre and post MRI pump care procedures were followed. Although the pump was reported to have continued under infusions, it was refilled after the MRI and is currently running. There has been no further report regarding the patients status at this time.

Manufacturer narrative:
Per follow-up, it was determined that this patient had a catheter revision on (B)(6) 2019. It was noted that a kink was observed and located in close proximity to the pump. The catheter was cut and the kinked portion removed then the catheter was rejoined. This information has been captured in related complaint (B)(4), MFR # 3010079947-2020-00211. As the catheter was revised and the alleged volume discrepancy persisted, this report has been updated to reflect the patient's programmable pump that remains implanted. On (B)(6) 2020, the patient was reported to have suffered a stroke and was hospitalized. The physician did not feel that the stroke was related to the pump or therapy. The issues with the patient have been attributed to the patient's need to be seated most of the time due to being without one leg. Since the stroke, the patient underwent an MRI during which the procedure for pre and post MRI pump care procedures were followed. Although the pump was reported to have continued under infusions, it was refilled after the MRI and is currently running. There has been no further report regarding the patients status at this time internal complaint number: (B)(4).